Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the sample. Analysis of the sample showed that. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd saf-t-intima w/y adapter yel 24ga x .75i leaked. The child came to our department (infusion room) at about 14:00 on (B)(6) 2024 for anti-inflammatory treatment with intravenous fluids due to pneumonia, and the family asked for an indwelling needle. After successful puncture and fixation, when the tube was flushed before infusion, it was found that there was obvious leakage at the connecting tube of the head of the plane, so we could only explain and apologize to the family and obtain the understanding of the family and then re-puncture the indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.